Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt initially reported, the infusion device would not turn on. The pt changed the battery and checked the battery cover, but this did not resolve the issue. The infusion device was replaced and returned for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. A preliminary evaluation revealed the soft components of the housing are worn down heavily and this allowed moisture to enter the infusion device. The moisture damaged the electronics, and the e8 power interrupt errors and shut-down/restart of the infusion device were consequences of this. Further, the up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, none of the buttons react on pressure. Additional information will be submitted when the evaluation is complete.